Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain in their chest and neck at the same time every night ongoing for six weeks. The implantable pulse generator (ipg) was interrogated and tested in clinic and the same pain was replicated when the right ventricular (rv) lead was set to maximum threshold output. The ipg was reprogrammed by turning off the rv lead capture management and remains in use. No further patient complications have been reported as a result of this event.